Event description:
It was reported that the cartridge was leaking from an unknown location. The customer reloaded the cartridge to resolve the issue. Customer experienced diabetic ketoacidosis and a blood glucose (bg) that was "high"; however a specific value was not provided. Customer required assistance addressing bg with intravenous insulin and saline.